Manufacturer narrative:
The reported failure could not be verified. The returned bellow was tested in co's workshop without any registered failure. However, the described problem may have been caused by that the bellow was out of position and therefore could not functional probably, there are no other similar failures reported in co's database during the last 12 months. This complaint will therefore be regarded as a single event and will not lead to any corrective action at this point.

Event description:
While the ventilator was hooked up to a patient, working pressure dropped. The ventilator was removed and was found that the bellows bag had a hole in the center. There was no injury.